Manufacturer narrative:
Updated a4 updated a5b updated b2 updated b5 updated b7 updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the patient was admitted to the hospital in cardiac arrest with cardiogenic shock. It was stated that the patient had earlier experienced difficulties breathing and abdominal pain. It was reported that the patient was asystolic and also experienced pulseless electrical activity (pea). Cardiopulmonary resuscitation (CPR) was performed. The patient was stabilized and transferred to the ICU. During the patients stay, they continued to arrest and was hypotensive and required vasopressors, inotropic and ventilatory support. The patient had severe lactic acidosis. It was stated that severe mitral regurgitation and dehiscence of the mitral ring was observed on a echocardiogram. A computed tomography (CT) scan of the abdomen and pelvis was performed and revealed pulmonary congestion/edema, a moderate right sided pleural effusion, abnormal hepatic architecture suggestive for hypoperfusion, wedge shape infarcts of both kidneys, thickened gallbladder wall, and ascites. An exploratory laparotomy and replacement of the mitral valve procedure was undertaken. It was noted that intra-operatively, the patient's bowel was found to be without any definitive ischemic or necrotic areas. The mitral ring was explanted and replaced with a valve. The patient required multiple units of packed red blood cells (prbcs), cryoprecipitate, platelets and fresh frozen plasma (ffp) for acute surgical blood loss anemia. Post-operatively, the patient required placement of an dialysis catheter for continuous veno-venous hemofiltration (cvvh) secondary to acute renal failure. It was reported that despite multiple efforts at sustaining life, the patient's multiple organ failure, secondary to profound shock, was irreversible. The patient died the following day. It was indicated that an autopsy was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 21 days post implant of this 27mm mitral annuloplasty ring, it was explanted and replaced with a 31mm mitral bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.